Event description:
It was confirmed via computed tomography scan that the cardiomems sensor migrated from the pulmonary artery to the right ventricle. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.